Event description:
Additional information received reported the device system had been used to deliver morphine. Perioperative antibiotics had been administered. The onset/diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. The last refill had taken place intra operatively. Signs/symptoms of infection included redness. The primary location of the infection was the device pocket. It was indicated a culture was not obtained but also that a culture was negative. Interventions included oral antibiotics. Prior to the implantation, risk factors of the patient included post-op wound or skin contamination. The patient outcome was listed as ongoing however no drug withdrawal was noted.

Event description:
It was reported, the patient¿s device system was removed ¿about¿ three weeks after implant due to infection. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).